Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
The customer reported the unit would not disengage, they meant the bubble detector would not disengage/reset. They were then instructed to put the unit into emergency mode to try and reset the issue but that did not work. The only issue and reported issue is with the bubble detect not resetting/disengaging per the customer. The customer exchanged the cardiohelp, without any issues for the patient. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The customer reported the unit would not reset the bubble sensor. They were then instructed to put the unit into emergency mode to try and reset the issue but that did not work. The only failure reported by the customer is that the bubble detection will not reset/disengage. The customer exchanged the cardiohelp during treatment, without any issues for the patient. The repair of this unit is currently on hold as the device is under ship hold. We are in contact with the getinge depot centre. Once the ship hold is resolved, the device will be investigated and repaired, if necessary. The log files of the reported cardiohelp device were reviewed and no bubble detections could be confirmed on the date of event. However, the device alarmed "device defective" twice as well as "rpm control error" on the reported day of event after the error "no flow signal" occurred. An exact root cause could not be determined. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: bubble intervention not working, wrong information. Wrong bubble sensor information. Influence due to other ultrasonic devices (e.g. Flow sensor). Bubble sensor defective / disturbed. Bubble sensor not plugged but recognized. Environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage). Interface to cardiohelp error. Detection of no-existing bubbles. It is stated in the instruction for use (IFU) chapter 5.3.1 "connecting the combined flow/bubble sensor" that the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter 6.4.4 "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. Referring to the instructions for use (IFU) of the cardiohelp (chapter 10 cleaning and disinfection) the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter 5.3 connecting the sensors it is stated that the sensors must be kept clean. The device was manufactured on 2022-09-15. The device history record (DHR) of the cardiohelp (material: 701072780, serial: (B)(6), elo#: 1207149) was reviewed on 2023-04-03. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "bubble sensor cannot be reset" could not be confirmed, but the failure "flow-/bubble sensor defective" can be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. If significant information becomes available we will re-open the investigation and initiate necessary steps, if necessary, h3 other text : 4117.

Event description:
Complaint ID: (B)(4).